Manufacturer narrative:
This is a report of a leak in the patient line tubing during use when there was a cat present in the room. It was reported that the cat may have bitten the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred in the patient line of an amia automated pd cycler set. This event occurred during use. The patient stated that it was possible that a cat might have bitten the patient line during use. The patient went to the peritoneal dialysis clinic after the event and was given prophylactic antibiotics. There was no report of patient injury associated with this event. No additional information is available.